Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 119 mg/dl. The customer reports that the alarm was resolved by changing reservoir. The customer was advised to call when alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.